Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing. No intervention was performed.

Manufacturer narrative:
"3190 - insufficient information" code used for suspected lead integrity issue complaint.

Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. It was suspected that there was a rv lead integrity issue. No intervention was performed. The patient had no consequences.